Manufacturer narrative:
Investigation of returned suspect battery charger board 1 and battery charger board 2 was unable to confirm the reported event. Charger 1 board passed functional output test. Visual inspection noted led's light as expected, board has leaking capacitors. Installed battery charger 1 board in o-arm system 267 and the system charged and functioned as expected. Both 2d and 3d imaging were successful. No functional problem found. All outputs for charger 2 were within the inspection parameters. Visual inspection confirmed all led's were functional. Board is has many leaking capacitors. Installed battery charger 2 board in o-arm system 267 and the system charged and functioned as expected. Both 2d and 3d imaging were successful. No functional problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that both inverter charger boards had chargers that were low. Replaced both inverter charger boards. System is fully functional. The charger boards have been received by the manufacturer for evaluation, although analysis has not yet been completed. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system charger boards were both below recommended specifications. There was no patient present when this issue was identified. No additional details were provided.